Event description:
It was reported there a general complaint of flow issues when infusing tylenol as a secondary (piggyback) medication from a glass bottle. Clinicians reported having difficulty when infusing IV tylenol as a secondary infusion. The clinician indicated that when starting the infusion, the medication would flow as expected. However when checked later, the clinician would note the infuse of medication had stopped. This was reported to bd representatives during their site visit. There was patient involvement, but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.